Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician prescribed antibiotics. Physician brought the patient into the or the next day, flushed the neck incision with antibiotic solutions, tucked the stimulation lead, and closed.